Event description:
It was reported that the unit displays a reoccurring error message, proposed by operator to have signal interference.

Manufacturer narrative:
Additional information will be provided once investigation is complete.